Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported getting 4 air detected in cassette warnings during fill 1 of 4 during pd treatment. The patient called technical support and during troubleshooting an air bubble was discovered close to the catheter connection. The treatment was canceled and when cassette door was opened there was fluid on the black pumps. The patient was advised to dry the fluid and leave the door open on the cycler so it could dry out over night. The patient was going to revert to manual treatment that night and then resume using the cycler the following day. Additional information was requested, but none provided. There have been no additional calls logged from the patient. The cycler is not available for investigation.

Event description:
A peritoneal dialysis (pd) patient reported getting 4 air detected in cassette warnings during fill 1 of 4 during pd treatment.the patient called technical support and during troubleshooting an air bubble was discovered close to the catheter connection. The treatment was canceled and when cassette door was opened there was fluid on the black pumps. The patient was advised to dry the fluid and leave the door open on the cycler so it could dry out over night. The patient was going to revert to manual treatment that night and then resume using the cycler the following day. Additional information was requested, but none provided. There have been no additional calls logged from the patient. The cycler is not available for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.